Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
It was reported to fresenius that a dialyzer blood leak occurred within five minutes of initiating the patient¿s hemodialysis (hd) treatment. It was noted upon intake that the patient's treatment was halted due to dialysis access issues. Blood was observed in the dialysate line as it was visibly red and there were streaks of blood noted inside the fibers of the dialyzer. The blood leak was noted to be internal. The machine, a gambro artis physio machine, did not alarm with a blood leak alarm although it was noted that the blood may not have reached the blood leak detector to trigger the alarm. Blood test strips were not used to the test for the presence of blood. The patient¿s estimated blood loss (ebl) was not provided but it was stated that it was "very small." There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a dialyzer blood leak occurred within five minutes of initiating the patient¿s hemodialysis (hd) treatment. It was noted upon intake that the patient's treatment was halted due to dialysis access issues. Blood was observed in the dialysate line as it was visibly red and there were streaks of blood noted inside the fibers of the dialyzer. The blood leak was noted to be internal. The machine, a gambro artis physio machine, did not alarm with a blood leak alarm although it was noted that the blood may not have reached the blood leak detector to trigger the alarm. Blood test strips were not used to the test for the presence of blood. The patient¿s estimated blood loss (ebl) was not provided but it was stated that it was "very small." There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and unavailable to be returned to the manufacturer for evaluation.